Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently entered in an incorrect correction factor of 1:2 u rather than the correct value of 1:175u. Customer's blood glucose was 113 mg/dl. Reportedly, customer corrected correction factor settings and resumed insulin delivery.